Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Device evaluated by MFR - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device has been retained by the hospital and is not available for evaluation.

Manufacturer narrative:
Exemption number: e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat lesion in the left main artery. A 5.0x12mm nc trek balloon dilatation catheter (bdc) was being used to post-dilate an unspecified stent; however, the balloon could not deflate. After multiple attempts to deflate the balloon with the indeflator the balloon deflated slowly. The procedure was successfully completed with no additional intervention. There were no adverse patient affects and no clinically significant delay in the procedure. No additional information was provided.